Manufacturer narrative:
Investigation summary: the device was received and evaluated at the service center. The complaint was not confirmed. A short circuit was found in the motor cable, therefore the motor cable was replaced. An o-ring was missing, therefore it was replaced. Given the information provided, we cannot discern what caused the electrical short in the motor cable. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact to the patient. The issue was found post-operatively. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. While the device was being investigated it was noted that there was a short circuit was found in the motor cable. This report is for a micro tornado handpiece. This is report 1 of 1 for (B)(4).